Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Alleged failure: foot switch was pushed when probe was within the joint and smoke appeared near the handpiece. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a probe short due to a fluid ingress reaching the pcb board, the tissue residue partially blocking the suction hole, insufficient suction. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.